Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Hp uni handle broke into two pieces during surgery.

Manufacturer narrative:
Examination of the submitted hp system handle found one of the two locking tab features broken and the other one is bent. The breakage/damage was due to torsional bending overload. This type of damage suggests the handle was manipulated side-to-side while attached to the mating instrument and put a force on the tabs allowing them to bend and break at the undercut location. The root cause is attributed to user technique. No corrective action is being pursued at this time based on no evidence of patient harm and the low frequency of reported events. Complaints will be monitored through post market surveillance (B)(4). Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.